Manufacturer narrative:
Analysis found that the outer insulation was abraded between 40.5 cm and 42.5 cm from the lead tip. One of the sensing cables was fractured at the same location. The outer insulation was also abraded between 48.8 cm and 49.2 cm. The abrasions are a result of friction to the ICD can.

Event description:
It was reported that the patient suffered many arrhythmic events and received appropriate therapy. The device detected oversensing of noise. Lead insulation failure was suspected. Some shocks delivered for these episodes. During the explant procedure, the lead appeared broken.